Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a patient was presented with primary mitral regurgitation (mr) and an mr grade of 2-3 with a pascal implant. During the procedure, there was difficulty grasping and capturing the leaflets with a g4 nt mitraclip. One of the grippers of the nt mitraclip could not go down after several attempts. This clip was not implanted. A ntw mitraclip was implanted, reducing the mr to grade 1. There was no adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis did not confirm the reported single gripper actuation issue. The reported failure to grasp and capture leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific quality issue. Based on all available information, a cause for the reported single gripper actuation issue could not be determined. It is possible that the multiple grasping attempts or unintended curves/increased tension on the device applied by the user or anatomy during the procedure contributed to this issue. However, this cannot be confirmed. The reported failure to grasp and capture leaflets appear to be due to procedural conditions (attempting to place next to other clip and gripper actuation issue). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a